Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the iipv event. The cause was determined to be a false empty detect and use error, inappropriate bypass of the caution: negative uf alarm. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass caution: negative uf alarm. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 22:10:48. During night drain cycle two, the patient's ultrafiltration reading was 1805ml, indicating the home patient (hp) drained 1805ml more than their maximum programmed fill volume of 2000ml. No additional information is available.